Manufacturer narrative:
(B)(4). The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient will reportedly undergo revision surgery to have an MRI. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient is a non-user of the device and will not be reimplanted.